Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is failing the volume test. Issue was found during testing. No patient injury.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, and no damage on the device. There was no evidence in the device's event history log. To conduct functional testing, three accuracy tests were performed. Upon testing, the reported problem was unable to be duplicated, the device was found to be within manufacturing specifications. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.